Event description:
Healthcare professional (hcp) reported patient was injected with 3 juvéderm® voluma¿ xc. After the injection, patient experienced with asthma and granulomas on all injected sites. Patient was treated with dupixent for asthma (monoclonal antibody blocks cytokines: interleukins 4 and 13) and hyaluronidase in several sessions over 3-4 weeks depending on the appearance of granuloma. Symptoms are ongoing.

Manufacturer narrative:
Clarifications to e.1.: phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Manufacturer narrative:
Additional, corrected, and/or changed data: a2, b3, b5, b7, c1, c3, d1, d4, d6a, h4, h6, h8. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Biopsy was not provided. Healthcare professional reported "anxiety and depression". Symptoms resolved.